Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). The report contains also the device evaluation. The manufacturer has received the logfiles for analysis. According to the logfiles analysis exhalation obstruction alarm was recorded. 2025-10-15 12:45:51 operating time: 8 hour(s) 37 minute(s) device 825. 2025-10-15 12:45:51 operating time: 386 day(s) device 826. 2025-10-15 12:45:51 power-on 2025-10-15 power 1. 2025-10-11 17:36:45 humidifier off special 547. 2025-10-11 17:36:45 power-off 2025-10-11 power 3. 2025-10-11 17:32:21 standby on special 506. 2025-10-11 17:32:21 nebulizer off special 501. 2025-10-11 17:32:16 exhalation obstructed alarms 5015. 2025-10-11 17:32:09 exhalation obstructed alarms 5015. The root cause was identified as a¿defective expiratory valve, which was subsequently replaced. Following the replacement, the device functioned as intended.

Event description:
Hamilton medical ag received the following event description: the device alarmed with "exhalation obstructed". No patient involved.